Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. The pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. No conclusion can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013, reporting a blood glucose of 60mg/dl with symptoms of shakiness and dizziness. The patient reported that when the battery was changed in the pump the time and date reset to factory default settings; the patient reportedly corrected the date but the time was incorrectly set for am and pm resulting in the pump delivering the incorrect basal rate and the subsequent low blood glucose levels. This report is made based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy.

Manufacturer narrative:
Follow up #1 (B)(4) - device evaluation: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Review of the black box and download history revealed no valid occurrences of time and date resetting to the factory default setting. A manual time change was observed from (B)(6) 2007, 02:05 to (B)(6) 2013, 11:44. The total daily dose history revealed two records for the date (B)(6) 2012. The pump was exercised for (B)(4) and was found to be delivering within specifications. Evaluation revealed the internal clock battery on the pcb board malfunctioned. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When battery is re-inserted, the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The pump was opened for investigation and revealed the internal battery was leaking. The display was noted to be discolored, having a pink contrast. A test display was attached to the pump and illuminated properly without discoloration.